Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during prime test due to moisture damage force sensor. Moisture damage also was found on the motor. The insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
The customer reported an a33 alarm. The blood glucose reading was 115 mg/dl. The patient stated the alarm occurred during the rewind sequence. The customer was advised to clear the alarm with the esc and act buttons. The insulin pump has alarmed a few times when the patient attempted to change the infusion set. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.